Event description:
The customer reported that images were missing off of the hard drive and they were unable to send them to their archival system. No patient or user injury reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.